Event description:
The account alleges that during a lower extremity arterial intervention, the coating of the wire began to flake off. A torque device was used during the procedure to steer and manipulate the wire. A new wire was used to finish the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.